Manufacturer narrative:
Date sent to the FDA: 04/13/2021. Additional information was requested, and the following was obtained: on what tissue was the suture used? Skin of perineal tissue. How was the suture placed (interrupted or continuous)? Interrupted. How was post-op inflammation treated? Disinfection, removing the residue of the unabsorbtable suture and sewing the wound again were given. What was the appearance of the suture during second procedure on (B)(6) 2021?according to original report, the first procedure was the delivery surgery on (B)(6) 2021. Information about the second sewing is unknown. What is the patient¿s current status? The patient's wound healed well and has been discharged from the hospital. There was no follow-up report on any injury. The following information was requested, but unavailable: the patient demographic info: weight, bmi at the time of index procedure? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this initial surgical procedure? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Was there any precipitating stress factor for the wound dehiscence? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (post-op inflammation with pain and wound dehiscence)? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 04/13/2021.

Manufacturer narrative:
Product complaint (B)(4). A manufacturing record evaluation was performed for the finished device w9962; qacgmsb0 number, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? Were there any pre-existing signs/symptoms of active inflammation prior to this initial surgical procedure? How was the suture placed (interrupted or continuous)? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before, during or after suture placement? Were any pre-op cleansing procedures or products changed recently? If yes, please describe. How was post-op inflammation treated? Was there any precipitating stress factor for the wound dehiscence? What was the appearance of the suture during second procedure on (B)(6) 2021? What was used for re-suturing? Other relevant patient comorbidities/concomitant medications? What is physician¿s opinion as to the etiology of or contributing factors to these events (post-op inflammation with pain and wound dehiscence)? What is the patient¿s current status? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an episiotomy on (B)(6) 2021 and the suture was used. After the surgery, the patient presented with pain on the wound and post-op inflammation on (B)(6) 2021. Skin dehiscence at lateral perineal incision was noted. Disinfection and re-suturing of the wound were given. Additional information has been requested.